Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high ketones, high pressure and high blood glucose on (B)(6) 2018 with blood glucose was 348 mg/dl. Customer¿s blood glucose level was 420 mg/dl at the time of incident and current blood glucose level was 124 mg/dl. The customer did experience the symptoms such as nausea, vomiting, abdominal pain, and difficulty. The customer treated with the intravenous injection, bolus, manual injection and visit to emergency room. Customer was not using auto mode. Customer was not able to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.